Event description:
Device was implanted on 4/3/91. The reservoir was revised on 7/23/91. The left cylinder was removed on 6/27/96. The entire device was removed from the pt on 9/25/96 as a follow-up to the 6/27/96 surgery. Another device was implanted.